Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation. The reported problem was verified during evaluation and attributed to user mishandling of the device. The on/off button switch was found to be physically damaged. The main board and on/off button switch were replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.